Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer advised that the sensors were applied to the skin for about 2 hours when these abrasions occurred. A good faith effort (gfe) clarified and confirmed that the reported injury consisted of a red skin abrasion that only required cleansing and topical cream. The abrasion is expected to heal completely without any permanent sequelae. The customer no longer has the bis consumable in his possession to be able to return it for further evaluation. We are unable to confirm the final disposition of the product the investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the bis sensors are abrasive to the skin and will burn the skin if left on too long, especially for pediatric patients.